Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during set up, the cardiosave intraaortic balloon pump (iabp) unit shut off without warning. There was no patient involvement.

Manufacturer narrative:
E3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the executive processor board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.